Event description:
Patient had reconstruction breast surgery in 2006. Fifty-five days later, at hospital it was determined that she had an infection at the site (organism > mycobacterium fortuitum). Required the product to be removed, antibiotic region and debridement etc.